Event description:
It was reported that pump did not detect cartridge and repeatedly displayed cartridge change error despite multiple attempts with different cartridges. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was planned for return and evaluation, and distributor arranged replacement pump, but no additional information was received regarding final outcome of event.